Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported material separation resulting in foreign body in patient and unexpected medical intervention appears to be related to operational context. In this case, it is possible that the material separation resulting in foreign body in patient and unexpected medical intervention is due to device placement and use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d4. Updated: h6 (codes 4118, 3233, and 11 no longer apply).

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily calcified, mildly tortuous circumflex artery (cx). 11 treatments were performed without issue, and very good angiographic result. The physician decided to exchange the viperwire guide wire for a workhorse guide wire prior to stent placement, however, the viperwire spring tip fractured off and remained in the coronary artery and did not enter the microcatheter. As a result, the viperwire spring tip was left in-vivo. In the physician's opinion, there were no clinical consequences for the patient. The patient was in stable condition. It was unknown what led to the viperwire fracture. There was no wire bias observed. The fractured component, which was 25 millimeters, was managed with a stent. There was no difficulty wiring or delivering devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily calcified, mildly tortuous circumflex artery (cx). 11 treatments were performed without issue, and very good angiographic result. The physician decided to exchange the viperwire guide wire for a workhorse guide wire prior to stent placement, however, the viperwire spring tip fractured off and remained in the coronary artery and did not enter the microcatheter. As a result, the viperwire spring tip was left in-vivo. In the physician's opinion, there were no clinical consequences for the patient. The patient was in stable condition. It was unknown what led to the viperwire fracture. There was no wire bias observed. The fractured component, which was 25 millimeters, was managed with a stent. There was no difficulty wiring or delivering devices.